Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: v9644r. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken. The device was connected to the generator and it was recognized. However, during the functional test, the knife could not be fired. Upon magnification of the device, it was observed that the knife was bent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during an unknown procedure the handle stopped working. There were no patient consequences.